Event description:
It was reported that a patient underwent an external eye surgery on (B)(6) 2023 and suture was used. During the external eye surgery, before opening the packaging, the nurse checked the integrity of the suture packaging and found small black particles inside the packaging bag. Changed another one to complete the external eye surgery. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/11/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The following information was requested, but unavailable: were there any rips, tears, or holes in the device packaging? Please clarify; was the sterility of the suture-needle compromised? Please confirm; could you please clarify if the "small black particles inside the packaging bag" could be blood, insect, hair, or other biological substance? Please provide more information. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.